Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hcg + beta test system (hcgb) on a cobas e 411 immunoassay analyzer (e411). On (B)(6) 2017, the patient had an hcgb result of 538 miu/ml (positive). On (B)(6) 2017, the patient claimed to have an abortion. On (B)(6) 2017, the complained sample resulted as 4617 miu/ml accompanied by a data flag and this value was reported outside of the laboratory. The patient questioned the result, so a new sample was collected from the patient. The new sample was tested on (B)(6) 2017, resulting as 0.100 miu/ml accompanied by a data flag. The complained sample was then repeated on (B)(6) 2017, resulting as 0.100 miu/ml accompanied by a data flag. A correction was issued. On (B)(6) 2017, the patient had an hcgb result of 0.100 miu/ml (negative). On (B)(6) 2017, the patient had an hcgb result of 0.100 miu/ml (negative). The patient was not adversely affected. The hcgb reagent lot number was 179825, with an expiration date of 01/31/2018. No bubbles or fibrin clots were observed in the reagent or sample. No other assays were affected and no other issues were observed. The customer has stated that there was no observation or possibility of sample contamination. Samples initially tested in the same rack as the complained sample were repeated and results from these samples were reproduced. The customer stated that measurements were performed on all patient samples tested the same day of the event and all results were confirmed to be correct. The field service engineer performed preventive maintenance on the analyzer.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. A general reagent issue was not evident. Calibration signals were lower than expected. Controls were within range. One level of control was outside of range one day prior to the event. Possible root causes for this event may be insufficient electromagnetic interference lab compliance, sample quality, insufficient maintenance, bubbles/foam on a system reagent, temporary instrument issues, or contamination of the environment with the analyte.